Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician called to report this patient developed an infection. The pacing system is scheduled to be removed at a later date.